Manufacturer narrative:
Additional devices implanted and/or related to this event: tgmr404010j/21242864 UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and stent graft migration or realignment.

Event description:
The following was reported to gore: the patient has a history of an ascending aortic replacement. On (B)(6) 2020, this patient underwent an endovascular treatment of a chronic type b dissection with aortic arch using gore® tag® conformable thoracic stent graft with active control system (ctag-ac). After the first stentgraft (tx2, cook) was implanted in the descending aorta, a ctag-ac (tgmr404015j) was inserted and deployed from the position where the radiopaque marker was placed at the origin of the left subclavian artery. During the secondary-deployment, ctag-ac (tgmr404015j) moved distally approximately 7-8mm. The proximal type I endoleak was observed and the touch-up ballooning was performed, but the endoleak remained. The physician inserted the second gore® tag® conformable thoracic stent graft with active control system, ctag-ac (tgmr404010j), into the patient. It was deployed from the position where the left subclavian artery was half-covered. There was no unintended device movement during the deployment. After placement, the physician confirmed that there was no problem with the flow to the left subclavian artery. The proximal type I endoleak remained but decreased. The procedure was completed. The physician commented that the first one, tgmr404015j had moved distally unexpectedly. The sales rep commented that the first device was not advanced/pushed enough during the initiation of deployment.

Manufacturer narrative:
H10/11: additional devices implanted and/or related to this event: tgmr404010j/21242864 UDI (B)(4). Tgmr404015j/21396359, UDI: (B)(4). H6: patient code 1984 (occlusion) corrected. H6: code 22 - the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak, stent graft migration or realignment, and branch vessel occlusion or obstruction. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.